Event description:
It was reported that the user experienced recurrent nighttime low glucose while using the ilet system, with the lowest reported glucose of 67 mg/dl and subsequent rebound hyperglycemia up to 190 mg/dl after treating with oral carbohydrate (candy), and the care team discussed adjusting the cgm target to a higher overnight setting. Symptoms included mouth numbness and blurry vision consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included user troubleshooting and education with clinical medical liaison support. Investigation of this case revealed no device malfunction reported and suggested that nocturnal hypoglycemia with overtreatment led to rebound hyperglycemia, with potential contribution from a lower cgm target overnight. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.